Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported defective item/incorrect size was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the physician inadvertently selected the 3.5 x 23 mm xience alpine in which the length of the stent was shorter or longer compared to the lesion that was needed to be covered by the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc trek referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery that did not have any tortuosity. A 3.5 x 23 mm xience alpine stent was used; however, it was noted under fluoroscopy that the stent was the incorrect size. Therefore, another unspecified stent was implanted in the lesion. Then, a 3.5 x 12 mm nc trek balloon catheter was used for post-dilatation; however, the balloon ruptured below the rated burst pressure. Therefore, another 3.5 x 12 mm nc trek balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.